Event description:
It was reported that during the process of loading the stent delivery system (sds) over the guide wire, the distal tip detached. Reportedly, this occurred during preparation and no pt was involved.